Event description:
Reportedly the hosp's biomedical tech sent the plastic tray lid of the heater valve to ohmeda france for repair. Ohmeda france evaluated the part and observed that there was a brownish colored deformation on the tray (approx 3cm x 2cm x 4mm depth) above the heat sink assembly. There was no pt involvement and no further details surrounding this report have been available from the customer.